Manufacturer narrative:
H.6. Investigation summary: DHR, quality notifications and maintenance records were verified where the quality record (B)(4) potentially related to the occurrence were found. The sample provided by the customer were evaluated and it was possible observe plunger rod with molding issue which caused stopper separation. The incident is related to the low resin temperature caused by the resistance burning in the affected cavity. The low temperature of the resin caused the lack of filling of the cavity that generated the failed stem. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It has been reported that one bd plastipak¿ syringes has been found with the stopper separating from the plunger before use. The following has been provided by the initial reporter: stopper separation from plunger.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd plastipak¿ syringes has been found with the stopper separating from the plunger before use. The following has been provided by the initial reporter: stopper separation from plunger.